Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was complaining about where the ipg was placed on their chest. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was repositioned to address the issue. In a recent update, it was reported the ipg was repositioned due to aesthetic reasons.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.